Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The insulin pump involved in this event is the 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin infusion pump, which is marketed in the united states. Patient information cannot be provided due to regional privacy regulations.

Event description:
Information received by medtronic indicated that the customer reported frequent battery changes (5 times within 3hrs) and overheating. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer will discontinue using the pump and will be returned for analysis.

Manufacturer narrative:
S.w version 6.7v, retainer ring = black, case type = ngp prime. Customer returned pump for an alleged low battery life or low battery alert and device heating up found on 01-mar-2023. The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08765 inches. However, the pump had a high active current measurement and sleep current measurement. The pump was monitored and the device is heating up. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 12:43:42.000, (B)(6) 2023 13:35:00.000, (B)(6) 2023 13:57:28.000, 03/01/2023 13:57:53.000, (B)(6) /2023 14:36:24.000, (B)(6) 2023 14:36:26.000, (B)(6) 2023 15:34:43.000. Low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 12:21:00.000, (B)(6) /2023 13:34:01.000, (B)(6) 2023 13:56:00.000, (B)(6) 2023 15:19:00.000. Failed battery alert/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2023 13:57:44.000, (B)(6) 2023 14:36:25.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the active current measurement and sleep current measurement. No device heating up noted while using the original pcba 2. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the active current measurement and sleep current measurement. The device is heating up while using the original pcba 1. A high active current measurement and sleep current measurement (unexpected battery power loss) and device heating up were confirmed, problem isolated on the pcba 1. There were no unexpected pump errors/alarms noted 1 week prior to the event date 01-mar-2023 in the formatted history file. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case. A high active current measurement and sleep current measurement (unexpected battery power loss), low battery life or low battery alert, failed battery alert/battery failed alarm and device heating up were confirmed, problem isolated on the pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.